Manufacturer narrative:
On may 28, 2019, a mistake was identified, the apparent discrepant data submitted was data from the controls, and the control data was perfectly in range. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed hematology results on the cell-dyn ruby analyzer. The following data was provided: sid (B)(6) initial hemoglobin 7.55, repeat 11.9, 16.0 g/dl. Initial hematocrit 20.1, repeat 31.5, 41.4%. There was no impact to patient management reported